Manufacturer narrative:
A pt reported to the dme that they obtained a "sore" from a non-resmed mask. Pt was advised to discontinue mask usage until skin healed. Pt chose to continue therapy using a resmed mask and the sore worsened and became infected. The pt was then hospitalized and required antibiotics to treat infection. The mask was not returned to resmed and is not alleged to have been faulty.

Event description:
A dme reported a pt using a CPAP mask developed a bacterial infection that required hospitalization.